Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that a patient went through an MRI and there were no issues observed. During the post-MRI procedure, a "pump stem and catheter" bolus was programmed. Flowonix technical solutions was notified and they were advised to cancel the bolus and inform the clinician. An hour later, patient was uncommunicative and experienced symptoms including numbness in the chest and legs. Patient was hospitalized and administered two rounds of narcan. Pump was scheduled to be reset the following day.